Event description:
It was reported that during a preventative maintenance check of the external pulse generator (epg), the clinician was unable to adjust the ventricular sensing. The epg was returned for repair. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that during a preventative maintenance check of the external pulse generator (epg), the clinician was unable to adjust the ventricular sensing. The epg was returned for repair. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary analysis could not confirm the reported event, the device passed functional testing. It was also noted that the upper case was broken, the lower case was broken and corroded, the battery release and heart lead flex were contaminated, the lead flex cover was corroded, the battery contacts were compressed, the keyboard was scratched and the heart block and heart wire contacts were contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.